Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure had migrated"), genital haemorrhage ("abnormal bleeding (general),") and neoplasm malignant ("cancer") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic discomfort. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation had not resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, pelvic pain, vaginal discharge, weight increased, alopecia and neoplasm malignant outcome was unknown. The reporter considered alopecia, bladder disorder, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, neoplasm malignant, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion on (B)(6) 2015, it was revealed through testing, that the essure had migrated. Most recent follow-up information incorporated above includes: on 26-jul-2018: new pfs received- new event added: abnormal bleeding (general), abnormal bleeding(vaginal, menorrhagia), bladder or urinary problems or changes,migraines / headaches,pain, vaginal discharge, weight gain / loss specify which one: weight gain, hair loss were added. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.